Event description:
Olympus was informed that towards the end of a colpotomy procedure, the probe tip broke off and fell inside the pt's abdomen. The broke piece was successfully retrieved from the pt with the use of a grasper. The intended procedure was completed using a second similar device. It was also reported that a metal uterine manipulator was used in the procedure, but the physician stated that there was no contact between the device and the metal manipulator. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. However, this type of device damage inconsistent with the continuous activation of the device without a tissue in between the probe and the grasping section. If additional info becomes available at a later time, this report will be supplemented.